Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Event description:
New information received noted patient did not experience any symptoms or adverse effects due to their implantable pacemaker. Physician chose to continue monitoring the patient and not explant the pacemaker for the time being.